Event description:
The customer reported to olympus that the high definition lcd monitor had no image output from the serial digital interface input terminal 2. There was no report of patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found no video output from serial digital interface input terminal 2. Additional evaluation findings are as followed: image failure due to liquid crystal display panel failure, rear panel had discoloration, screen frame had cracks, and screen coating was peeled. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation it was confirmed the reported issue was caused by a faulty printed circuit board. However, the specific cause of the faulty printed circuit board was not established at this time. Olympus will continue to monitor field performance for this device.